Event description:
Reporting status: serious injury/attempted medical intervention/ permanent damage. Reporting rationale: dislodged stent remains in the pt's coronary. Device issue: failure to advance/difficult to remove/dislodged stent. It was reported that after successfully negotiating a guide wire and pre-dilating the lesion with a balloon, an attempt was made to advance the mini vision. The mini vision got snared on an exposed strut and could not be advanced. After considerable efforts the system was retracted and it was discovered that the stent was missing from the delivery system. An attempt was made to snare the dislodged stent, but was unsuccessful. The stent remains in the pt's coronary. The pt is still under doctor's treatment and is reportedly having chest pain. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident info. Potential causes of dislodgement may include, but not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. None of the info suggests any of these causes is the most likely cause, but from the case info, it was noted that the device got caught on a previously (different procedure) implanted stent strut. Based on the case description, the reported difficulties experienced during the procedure appear to be related to the operational context of the device.